Event description:
It was reported that during a navigated spine case after the placement of all screws there was a difference shown in where the actual location was of the screws and where the system was displaying them. The screws which were located in the vertebral body appeared to be in the intervertebral disc space. The procedure was completed by leaving the screws in place and placing additional two screws in the correct location. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6. Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : the system log files were not available for review.

Event description:
It was reported that during a navigated spine case after the placement of all screws there was a difference shown in where the actual location was of the screws and where the system was displaying them. The screws which were located in the vertebral body appeared to be in the intervertebral disc space. The procedure was completed by leaving the screws in place and placing additional two screws in the correct location. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.